Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system all users were unable to log in as the system displayed a spinning circle for several minutes and then returned to the login screen. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to log in as the system displayed a spinning circle for several minutes and then returned to the login screen. A technical support specialist (tss) remotely accessed the affected station and reviewed the station application logs, identifying an active directory domain validation error indicating that the server could not be contacted and that the lightweight directory access protocol server was unavailable. The tss captured the root domain address, tested connectivity to the domain controller through a command interface and determined the network communication status. The tss confirmed that the issue was resolved after validating connectivity, and login access was successfully restored. The system functioned as intended after the technical support specialist troubleshot the issue.